Event description:
It was reported that when using the bd pyxis¿ medbank tower, cabinet was exposed to water and user suspected it also intruded inside cabinet. Station was moved, cleaned, and then relocated back to its original room. The customer reported water damage was deemed as reportable event. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) found the station had prior water exposure, with water present under the drawer trays. Unable to fully assess due to lack of power and electronic drawer key onsite, so the visit was postponed. Upon follow-up, the customer confirmed the hardware had been functioning properly no further onsite service was required. The system functioned as intended after the field service engineer investigated the device.